Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's smart switch circuit board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
Re-evaluation of the complaint and the accompanying investigation determined there was insufficient information to conclude that the failure of the device was based solely upon the age of the system and its associated components.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.